Manufacturer narrative:
(B)(4). This product has not been returned for analysis. If this product is returned and analysis is completed, this report will be updated at that time.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded fault codes 1004 and 1007, which is indication of shocking into a shorted lead condition and was unable to successfully deliver a shock when needed. This crt-d was then explanted and replaced. No additional adverse patient effects were reported.